Manufacturer narrative:
(B)(4). The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak at the filling port. There was no patient involvement. No additional information is available.